Event description:
It was later reported that the first issue with the personal therapy manager (ptm) was several months ago as it was not functioning all of the time. The continuous flow was working but there were bolus issues. After a bolus request, it was unclear if it was truly delivered as the patient did not feel any of the boluses going through. It appeared to deliver and allowed for other bolus requests and did not appear to block out from having more boluses. Approximately two to three weeks from the date of this report, the ptm stopped working completely in the physician¿s office as it would not turn on. New batteries were installed with no resolution. (B)(4). The patient had reported prior that when this pump was initially implanted the catheter was not changed out as intended by another physician. In addition, the patient reported that the physician doing the implant ¿what he was pulling out the rest of the medicine or whatever he was doing he pulled something out. A little, black, rubber dot from one of the insides of the shot thing they pull it out with.¿

Event description:
The patient reported a volume discrepancy. Per the reporter the health care provider was getting more medication out of the pump than should be in there. The patient stated a dye study was not done as they could not find the catheter port. It was also noted the patient thought there was a problem with her personal therapy manager (ptm).

Manufacturer narrative:
Catheter model # 8703w, lot # l53975, implanted on: (B)(6) 1998, explanted on: unknown; programmer uknown; (B)(4).

Event description:
Additional review indicated that the patient was not getting pain relief and was vomiting.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).